Manufacturer narrative:
Zimvie complaint d1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: dental implant, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number 1258073. E1: initial reporter¿s title is not provided / unknown..

Event description:
It was reported that the screw fractured. Tooth site # 25. Patient with partial prothesis, retainer type locator, internal screw fracture and it was necessary to remove the implant.

Manufacturer narrative:
Zimvie complaint (b)94). This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one (1) portion of the unknown screw for evaluation. Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive loading on abutment/implant assembly (customer error or patient factors). Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.